Event description:
It was reported that the saw ran without user activation during testing. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.